Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/19/2024. An investigation was conducted on 04/29/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connector end of the endoscope was observed to be intact with no visual defects observed. The black o-ring was observed to be out of the base of the endoscope. No other visual defects were observed. An investigation was conducted on 08/29/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the tip of the endoscope. The black o-ring was observed to be out of the base of the endoscope. No other visual defects were observed. No imaging test was conducted due to the popped out o- ring. Based on the returned condition of the device as well as the evaluation results as well as the photographic evaluation, the reported failure "material protrusion / extrusion" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
Hospital reported 7mm extended length endoscope was "damaged." Had a rubber piece across the lens at the eyepiece. Upon further investigation, it appeared to be a segment of the washer that had come loose. Unsure if the eyepiece had been removed. No injury. Not examined or discovered during a pt case.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.